Event description:
On (B)(4) 2012, (B)(6) pharmacy mgr, (B)(6), contacted our facility to verify if we have any complaint on a possible contamination of normal saline IV flush. He stated that a pt with intracranial abscess was receiving the normal saline IV flush syringes, 10 ml/12 ml syringe fill lot no. S12231 for maintenance of the groshong catheter and presented to physician office with chills and fever. Pt's blood was cultured and diagnosed with ralstonia pickettii. Later on (B)(6) called again and asked to also check on normal saline IV flush, lot no. S12201, exp march 2014, because the pt was treated with this other lot about a week ago. Pt was not hospitalized.

Manufacturer narrative:
Both lot samples were pulled from the retain room for testing: endotoxin and sterility test. Endotoxin result for both lot samples were negative. Sterility test review at 48 hours show no growth. Batch record review of both lots did not reveal any anomaly leading to this issue. Lab results were within parameters with no microbiological contamination. The product is filtered using a dual capsule filtration (.45 micron/.22 micron) and then terminal sterilized. Sterility test will continue for 14 days. Follow up report will be filed at sterility test conclusion. Product: normal saline, presentation: 10 ml/12 ml syringe, lot no. S12231, mfg date: 06/04/2012. Expir date: may 2014. Normal saline, 10 ml/12 ml syringe, lot no. S12201, 04/23/2012, march 2014.